Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-22821 , 1627487-2020-22822. It was reported the system was explanted and replaced due to ineffective stimulation and ipg inoperable.